Event description:
The device involved in this MDR report was explanted in 2006 five years after implantation because of normal battery depletion. However, during routine follow up in 2006, absence of ventricular sensing was observed. Therefore the device was returned for analysis.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. The analysis is pending.